Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during liver resection, after an hour of use with proper sealing and cutting, the knife blade could not retract. It was opened by applying force to the knife lever. The device got stuck on tissue bundles, and the jaws were forcibly opened. The blade did not protrude. Another device was used successfully. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted significant jaw damage. The device had punctured the returned bag. Functional testing found that the damage to the jaws is consistent with transport damage. The device punctured the bag it was returned in and very likely took jaw damage. Activation and seals were not tested due to the condition of the returned device. The product analysis found the device's jaw opening and closing mechanism was functioning properly. Jaws did not close completely due to the damage. The blade moved along the knife track up until the damage, and returned to the home position when the trigger was released. It was reported that the knife blade did not retract and the jaws were difficult to open. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of jaw damage, that has no relationship to the reported condition. The most likely cause was traced to transport/storage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.